Manufacturer narrative:
On 2-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced a pericardial effusion that required pericardiocentesis and prolonged hospitalization. Prior to the ablation, the physician utilized the intracardiac echo (ice) catheter to visualize the pericardial space of the patient and the physician noted a small effusion was seen. The case continued. After radiofrequency (rf) ablation was performed, the patient's heart rate began to increase. The physician utilized the ice catheter to visualize the pericardial space again. The physician noted that the effusion had gotten larger. A pericardiocentesis was performed and 250 ml of fluid was removed from the patient's pericardial space. The patient was in stable condition. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31472594l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced a pericardial effusion that required pericardiocentesis and prolonged hospitalization. Prior to the ablation, the physician utilized the intracardiac echo (ice) catheter to visualize the pericardial space of the patient and the physician noted a small effusion was seen. The case continued. After radiofrequency (rf) ablation was performed, the patient's heart rate began to increase. The physician utilized the ice catheter to visualize the pericardial space again. The physician noted that the effusion had gotten larger. A pericardiocentesis was performed and 250 ml of fluid was removed from the patient's pericardial space. The patient was in stable condition. Patient improved and was moved to post-anesthesia care unit (pacu) and was checked the next morning. Physician is unsure of the cause of effusion. She mentioned it could be a myriad of things. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.